Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was currently 53 mg/dl during the phone call. The customer planned to treat with juice. The customer mentioned that they had first received the insulin pump on the previous day; they were unsure if their device programming was accurate. Troubleshooting was not completed. The insulin pump will not be returned for analysis.